Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. 948603) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included hernia repair and urinary incontinence. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced allergy to metals ("allergy: nickel/nickel allergy"). In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced constipation ("gi condition/gastrointestinal or digestive system condition type: constipation"). In september 2013, the patient was found to have weight increased ("weigt gain"). In 2014, the patient experienced alopecia ("hair loss/hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)."), bladder disorder ("bladder disorder/bladder or urinary problems or changes"), urinary tract disorder ("urinary probs/bladder or urinary problems or changes"), vaginal infection ("vaginal infection/infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type"), cystitis ("bladder infection/infection (bladder/ urinary tract/vaginal) type"), fatigue ("fatigue/fatigue"), headache ("headaches,"), migraine ("migraine/migraines / headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (to remove essure / tubal ligation). Essure was removed on(B)(6)2019. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, allergy to metals, bladder disorder, urinary tract disorder, vaginal infection, urinary tract infection, cystitis, fatigue, constipation, alopecia, migraine and weight increased was resolving and the abdominal pain, metrorrhagia, headache and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, constipation, cystitis, dysmenorrhoea, fatigue, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6)2012 (previously reported) pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), allergy: nickel, bladder probs.,urinary probs.,vag. Infect.,uti,bladder infect., fatigue,gi conditions,hair loss, headaches, migraine, weight gain trailing coils: left: 4; right: 3 most recent follow-up information incorporated above includes: on 17-dec-2019: pfs received. Events vaginal bleeding and plaintiff did not undergo essure confirmation test were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. 948603) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included hernia repair and urinary incontinence. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced allergy to metals ("allergy: nickel/nickel allergy"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced constipation ("gi condition/gastrointestinal or digestive system condition type: constipation"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In 2014, the patient experienced alopecia ("hair loss/hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)."), bladder disorder ("bladder disorder/bladder or urinary problems or changes"), urinary tract disorder ("urinary probs/bladder or urinary problems or changes"), vaginal infection ("vaginal infection/infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type"), cystitis ("bladder infection/infection (bladder/ urinary tract/vaginal) type"), fatigue ("fatigue/fatigue"), headache ("headaches,"), migraine ("migraine/migraines / headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (to remove essure / tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, allergy to metals, bladder disorder, urinary tract disorder, vaginal infection, urinary tract infection, cystitis, fatigue, constipation, alopecia, migraine and weight increased was resolving and the abdominal pain, metrorrhagia, headache and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, constipation, cystitis, dysmenorrhoea, fatigue, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012 (previously reported) pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), allergy: nickel, bladder probs.,urinary probs.,vag. Infect.,uti,bladder infect., fatigue,gi conditions,hair loss, headaches, migraine, weight gain. Trailing coils: left: 4; right: 3. Lot number: 948603, manufacturing date:2012/01, expiration date:2015/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metrorrhagia (bleeding b/w periods)."), allergy to metals ("allergy: nickel "), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary probs."), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), cystitis ("bladder infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi condition"), alopecia ("hair loss"), headache ("headaches,") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure / tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, allergy to metals, bladder disorder, urinary tract disorder, vaginal infection, urinary tract infection, cystitis, fatigue, gastrointestinal disorder, alopecia, headache, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012 (discrepancy noted) pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), allergy: nickel, bladder probs.,urinary probs.,vag. Infect.,uti,bladder infect., fatigue,gi conditions,hair loss, headaches, migraine, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Events: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), allergy: nickel, bladder probs, urinary probs, vag. Infect, uti, bladder infect, fatigue, gi conditions, hair loss, headaches, migraine, weight were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.